Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image was due to defective video cable connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera pro video system center had poor contact of scope socket which can be connected, but sometimes, no image or intermittent image occurred. The issue was found during an unspecified procedure. The device was replaced, and the intended procedure was completed with no delays. It was reported that the customer was not under sedation. It was reported that there was no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, images are not displayed occurred due to a failure of the receptacle unit that connects the video connector. The cause of the faulty receptacle unit could not be identified. Olympus will continue to monitor field performance for this device.